Manufacturer narrative:
(B)(4).

Event description:
It was reported that during planned device replacement, the lead insulation was noted breached. The insulation damage was repaired with silicone adhesive and sleeve and left in service. The lead had good, stable measured values. The patient was in stable condition.